Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right patient dissatisfaction with procedure outcome h6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with 400cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. The patient underwent bilateral replacement surgery with catalog number 3505004bc; serial number (B)(6) on the left side, and with catalog number 3505004bc; serial number (B)(6) on the right side on (B)(6) 2023. On december 15, 2023, mentor became aware that the patient also experienced left side breast pain and right side dissatisfaction with procedure outcome in addition to left rupture. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On february 20, 2024, mentor became aware that patient's date of birth is (B)(6) 1985. Field a2 has been updated accordingly. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).